Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The 90% stenotic progressive, de novo lesion was located at a bifurcation of the calcified and highly tortuous left anterior descending (lad) coronary artery. Vascular access was gained via the radial artery. Advancement difficulties were experienced and extra force was applied to the 12mm x 3.25mm quantum maverick monorail balloon catheter. One inflation was performed to 18 atms for post dilation of a drug eluting stent. Significant resistance was encountered during operation. Resistance was also encountered during withdrawal and a mid-shaft break occurred. It was further reported that the shaft kinked during the procedure. The device was removed with the guide catheter as a unit. The procedure was successfully completed with another 12mm x 3.25mm quantum maverick monorail balloon catheter. No pt complications were reported. Pt status is reported as "stable".